Manufacturer narrative:
(B)(4). Reported event was confirmed by review of photos provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an implant had damaged packaging. Attempts to obtain additional information have been made; however, no more is available.